Event description:
This is being reported as a product patient safety concern. Our facility purchased the rftechnologies safe place infant and pediatric security system and have had concerns with them functioning properly. We have contacted the representative and continue to have problems with them functioning properly after they have been checked out. We order about (B)(6) a year and they are supposed to have a battery life of a year. What is reported to risk is the following. Sensor 43 did not alarm when person had baby by the elevators getting ready to leave the unit. The infant was taken back to the nursery and the sensor was changed. The sensor was taken back to the elevators along with the new sensor and both worked. Concern is this could have resulted in an infant abduction. Sensor taken out of service. Our facility performed a test on sensor 43 the following day. There was a 30 - 80% failure rate. Sensor was tested by placing it on a doll wrapped in a blanket placed in a bassinette and on an employee finger.